Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2017 with the following findings: visible moisture corrosion was found in the battery compartment. The battery compartment was cracked at the top left corner of the grip pad. A leak test was performed and failed due to a leak in the battery compartment. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with a leak, and moisture was in the battery compartment. This report is made based on results of investigation completed on 03/10/2017.